Event description:
The reporter indicated that a rise in the impedance has been seen in the pacer over time. The pt will be followed normally if no impedance increase nor threshold changes are seen again. At implant the pacing systems analyzer (psa) read 680 ohms. Later that day the device was at 751 ohms, 11/96 - 931 ohms; 2/97 - 984 ohms; and 5/97 - 1013 ohms.